Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was admitted with right heart failure. The patient became hypotensive in the or after the initial procedure with the rv not moving well and the lv underfilled. Medications were given. The patient¿s chest was re-opened and the patient was recannulated and an rvad was implanted. Multiple blood products were given. The chest wound was left open and the patient was taken to ICU. The rvad was weaned and removed. The patient required milrinone. Additionally, the patient had a mediastinal hemorrhage post procedure. Chest re-exploration and repair of bleeding vessels was required and performed. During admission, the patient had respiratory failure. The patient remained on a ventilator post procedure until (B)(6) 2018. Tracheostomy was placed on (B)(6) 2018. The patient was stable on trach collar with no vent support on (B)(6) 2018. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists right heart failure, bleeding, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). It was originally reported that the event date was (B)(6) 2019. Additional information was received that stated the event date was (B)(6)2018. Further good faith efforts have been sent to clarify the dates listed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient became hypotensive in or after initial procedure, patients right ventricle not moving well and the left ventricle was under filled. The patient experienced right heart failure. Patient was given medication, patient's chest was re-opened and rvad implanted. Patient's chest would be left open and patient was taken to intensive care unit(ICU). On (B)(6) 2018 patient was weaned off rvad and the patient required milrinone from (B)(6) 2018 to (B)(6) 2018. Subject also experienced respiratory failure and remained on ventilator support post procedure until (B)(6) 2018. Tracheostomy placed on (B)(6) 2018. Patient was deemed stable and removed off support on (B)(6) 2019. It was also reported that the patient experienced a mediastinal hemorrhage post procedure. Chest re-exploration and repair of bleeding vessel required, and was done on (B)(6) 2019. No further information was provided.